Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the communication interface was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect unit was returned to the manufacturer for evaluation. It was reported that the electromagnetic interface would intermittently lose functionality. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system electromagnetic interface would communicate intermittently. It was reported that the emitter would intermittently lose functionality and that the software would display the emitter as intermittently disconnected. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.